Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette could not be recognized by the pump. No patient consequences were reported. No adverse effects were reported.